Manufacturer narrative:
Do not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.